Event description:
Additional information received from a consumer reported that the patient wanted to know what would be done for them in regards to "the headache, the trouble and the starting and stopping of the unit at the time that I had it on, and all of the surgeries" they had.

Event description:
It was reported that the pump was turned off 3 years prior. The patient purchased a clinician programmer online and was able to turn off his pump alarm himself. The patient had complained of tingling in arms, lack of concentration, and burning sensation in the feet while he had the pump. The health care professional (hcp) changed medication in the pump 4-5 times. The hcp put a different cocktail of drugs in the pump and the patient was worried about the affect that will have on his pump. The patient had pain in back at t6 and the patient was worried it has something to do with his pump deteriorating. Additional information received reported that the hcp put no less than 4 different opioids in the pump. The patient was told the ¿bladder¿ in the pump would break down and could cause brain damage. The patient was still having concerns with the device or therapy. An appointment date of 2015-(B)(6) was provided. The patient was dropped as a patient for lack of payment and requested physician listings of potential new hcps. At the time of report the patient had not yet found a new hcp. The pump had been used to infuse fentanyl and morphine. The last drug contained in the pump was dilaudid. At the time of report, the pump was used to infuse saline.

Manufacturer narrative:
Mw5043008. (B)(4).

Event description:
Additional information received from a consumer, via the medwatch program, regarding a patient who had received "a variety of pain meds (some of which had preservatives)" via an implantable pump. The pain medications, concentrations, doses, lot numbers, and therapy dates were not reported. Concomitant medical products included unspecified pain medications. It was alleged that the polymer catheter and/or the pump bladder had a chemical reaction, breaking down, and causing brain damage. After having the pump removed on an unknown date, they were able to process thought; but, for two years, they would have been considered mentally handicapped. As of (B)(6) 2015, the patient had not regained all of their mental ability back yet, but they felt mentally better every day.

Event description:
Additional information received reported the patient still had concerns regarding their device or therapy, but were working with a health care professional (hcp). The patient had not yet had an appointment with the hcp, but was expecting a call back.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).